Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4)

Event description:
A nurse reported a cartridge that split as the lens was being injected into the capsular bag during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the cartridge was returned taped to the opened peel pouch. Adhesive from the tape is present on the exterior body of the cartridge once removed from the pouch. An inadequate amount of viscoelastic was observed inside the cartridge. The cartridge has heavy stress and has cracked in the nozzle with heavy stress beginning prior to the parting line on the anterior. The stress leads to an aneurysm along the top that has torn. The tip material is stretched at the end of the aneurysm. The cartridge shows evidence of being placed into a handpiece. The file indicated the use of a lens model with no other iol details. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if an approved lens model and diopter was used with the cartridge. The customer indicated that a qualified handpiece and viscoelastic were used. The reported tip damage was observed. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).